Event description:
It was reported that while stimulation was turned on the patient experienced a pulsing sensation. When the implantable neurostimulator (ins) site was pressed, the pulsing went away. A revision was scheduled for that day. All impedances were >10,000 ohms when connected to the ins. The lead and extension were tested separately and impedance readings were normal. When the lead was tested separately there were some high impedance readings although the exact numbers were not given. The extension was replaced and impedance readings again were >10,000 ohms. When impedance readings were examined, it was found that only the "0" contact was high (>10,000) with all combinations and all other pairs across the lead in the normal range. The "0" contact had been used in programming prior to the scheduled revision, and programming around the "0" contact was to be considered. The manufacturer's device tracking system indicated that the ins and both extensions were replaced. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information showed that, after the replacement of the extension and the battery, impedance readings returned to normal and the patient was receiving "great" therapy.

Manufacturer narrative:
(B)(4).